Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances. Boston scientific technical services (ts) reviewed the history of the lead and noted chronic high shock impedances (greater than 125 ohms) with current measurements being greater than 145 ohms indicating an open condition. Ts recommended emergent replacement. Surgical intervention was performed, and the lead was explanted. Besides surgical intervention, no adverse patient effects were reported.